Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery. A 3.0 mm x 150 mm x 150 cm mr coyote balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres immediately after it inflates, the balloon ruptured vertically from the middle to the rear part. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition.